Event description:
A trial patient reported she had pain in her lower back and buttocks and she had not been able to void on her own since the trial started and she was voiding previously. Additional information on (B)(6) reported she was still in pain and she stated the left side of her stomach was painful. The patient noted she was very swollen and numb. The patient noted decreasing stimulation did not help alleviate the pain. Additional information on (B)(6) reported she was still not able to void, she had only void one time. The patient started she felt the urge to go, but could not. The patient noted she felt like she had to have bowel movement, but could not. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.